Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon eval, the charger was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the defective flash. The psr received a replacement charger/modem.

Event description:
A psr assisting a (B)(6) year old female pt contacted zoll lifecor customer support to report that the pt's charger would not power on, and there appeared to be bent prongs. The pt was issued a replacement charger.